Event description:
Customer alleged the lancet needle will not retract in the softclix plus lancing device. Customer reported his wife accidentally stuck by an unretracted needle; no medical attention was sought. A request was made for the return of the suspect device and replacement product was sent.